Event description:
Patient demographics: (B)(6); gender: female; date of surgery: (B)(6) 2011, (B)(6) 2011, (B)(6) 2011, (B)(6) 2011, (B)(6) 2012, (B)(6) 2012, (B)(6) 2013. It was reported that patient was experiencing pain in lower back, chest and right leg which caused the patient to have difficulty in walking. On (B)(6) 2011, the patient underwent spinal fusion from l5-s1. The patient was implanted with rhbmp-2/acs. On (B)(6) 2011, the patient underwent anterior cervical disectomy and fusion from c4-c5 and c5-c6. The patient was implanted with rhbmp-2/acs. On (B)(6) 2011, the patient underwent surgery on right side si joint fusion. The patient was implanted with rhbmp-2/acs. On (B)(6) 2011, the patient underwent anterior interbody fusion from t11-t12. The patient was implanted with rhbmp-2/acs. On (B)(6) 2012, the patient underwent surgery on right side si joint fusion. The patient was implanted with rhbmp-2/acs. This was a repetition of third surgery. On (B)(6) 2012, the patient underwent anterior cervical disectomy and fusion from c6-c7. The patient was implanted with rhbmp-2/acs. On (B)(6) 2013 the patient underwent surgery on left side si joint fusion. The patient was implanted with rhbmp-2/acs . Post-op, the patient was experiencing continous severe pain in back and legs which got worsened and also there was more limitation in mobility than prior to surgery.

Manufacturer narrative:
(B)(6). (B)(4), neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.